Manufacturer narrative:
The investigation is in progress to determine the cause.

Event description:
It was reported that mus for calculated plan are being altered without altering dose or isodoses. There was no report of mistreatment based on the available information.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the related information. The issue could not be reproduced and cause could not be determined.